Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: custom power wheelchairs. Controller/joystick/options. Hold for detailed evaluation. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was not confirmed for the joystick surging. The output of the motors output shaft was measured and the value was consistent over the length of time of the test. Complaint was not confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in oracle state: custom power wheelchairs. Controller/joystick/options. Hold for detailed evaluation. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was not confirmed for the joystick surging. The output of the motors output shaft was measured and the value was consistent over the length of time of the test. Dealer advised enduser stated chair is surging causing it to drive into one wall and then turn and turn into another while she was in the chair. Dealer advised enduser stated has a large bruise on left leg. Dealer advised could not advise if medical attention has been sought. Dealer could not provide any further information. Update from dealer: dealer advised enduser had nurse at retirement home look at the bruise and advised it was a normal bruise and did not take any further action.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer advised enduser stated chair is surging causing it to drive into one wall and then turn and turn into another while she was in the chair. Dealer advised enduser stated has a large bruise on left leg. Dealer advised could not advise if medical attention has been sought. Dealer could not provide any further information. Update from dealer: dealer advised enduser had nurse at retirement home look at the bruise and advised it was a normal bruise and did not take any further action.